Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested: is the detached tissue pad being returned with the device? Or, was the detached tissue pad discarded?

Event description:
It was reported that during a laparoscopic paraesophageal hernia procedure, the white tissue pad fell off in patient. It was seen by the surgeon and they were able to get it out. The case was completed using another device of the same product code. There is no additional information available. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: batch #m93f5y. Additional information received: the piece was retrieved from the patient. If it was not included and sent back, then it was thrown away. The device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history records were reviewed with no anomalies noted during the manufacturing process.